Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not implanted successfully due to the patient had ventricular tachycardia (vt). This device was never in service, and a new device was placed. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons, this device was never in service, and a new device was placed. No adverse patient effects were reported.